Event description:
It was reported that the patient is experiencing knee pain and instability. Exchanged 3x10mm ps insert for a 3x18mm ps flex tibial insert.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis was performed on the returned device. There was no evidence of manufacturing or material defects the provided medical information was reviewed by a consulting clinician who concluded that the reported event appears unrelated to factors of prosthetic manufacturing or materials. The investigation concluded that joint instability was caused by poly wear, but there was no evidence of manufacturing or material defects.

Event description:
It was reported that the patient is experiencing knee pain and instability. Exchanged 3x10mm ps insert for a 3x18mm ps flex tibial insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 72-3 #3x10mm ps tibial insert. When completed, the evaluation summary will be submitted in a supplemental report.